Event description:
Revision completed 9 years post tka due to loosening.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records reviewed and stated that "on (B)(6) 2011, the patient had a right total knee to address patellofemoral osteoarthritis. Depuy products were used during this surgery, including a depuy patella. The indication for surgery noted that the patient had a previous left total hip replacement done in (B)(6) 2011. ( no manufacturer provided) on (B)(6) 2013, the patient had a revision right total knee to address right ptg tibial plateau loosening. The indication for surgery noted that the patient was experiencing pain. Radiorgraphs were noted to show instability of the tibial component and early loosening of the tibial component. There was a tear in the lower pole of the patella. During the procedure the surgeon observed, large clear effusion. The tibial tray was confirmed to be loose- no interface provided. The femoral component was well fixed. There was cement residue found and removed which ¿may correspond to the pain point¿. The small fracture of the inferior pole of the patella was resected, the patellar tendon was noted to be intact. The tibial canal was noted to be sclerotic."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (date of birth), b5, b7, d6a, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6b and h6 (clinical codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1: checked product problem.